Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unexpectedly found in safety mode after approximately 3 months of implant. No further information is available at this time. No adverse patient effects were reported. A revision procedure was subsequently performed wherein the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was found to have a battery status of safety mode. Review of the general diagnostics section of memory noted a double bit fault; the correct data was entered into the effected memory location. A telemetry reset was then performed allowing for successful device interrogation. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Measurements throughout these tests were within normal limits and the device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported clinical observation of safety mode due to a double bit fault in device memory.